Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-02456- device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient experienced the infusion set fell of during use event on 19-feb-2026. No further information available.